Event description:
A non-reportable report is being submitted based on the returned product investigation findings. The ptfe lining of the microcatheter lumen was found to be intact and no damage was observed to the microcatheter coating. Based on the investigation findings, this event no longer meets the MDR reportable criteria. Additional information from the physician indicated when the advancement difficulty with the guidewire was encountered, it was suspected that the coating may have detached. However, this was indicated to be an assumption, the cause of the advancement difficultly was not known. Please see h6 & h11.

Manufacturer narrative:
Correction to h6: adverse event problem. H6, medical device problem code, remove 1454, peeled/delaminated. H6, medical device problem code, add 2920, difficult to advance. Based on additional incident clarification received and the device evaluation findings, a final non-reportable report is being submitted. Information from the physician indicated when the advancement difficulty with the guidewire was encountered, it was suspected that the coating may have detached. However, this was indicated to be an assumption, the cause of the advancement difficultly was not known. The investigation found that the returned pusher was able to be pushed out of the returned headway microcatheter without resistance. The ptfe lining of the microcatheter lumen was found to be intact and no damage was observed to the microcatheter coating. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. Additionally, there was no reported adverse patient consequence that occurred. Based on the investigation findings, this event no longer meets the MDR reportable criteria.

Event description:
It was reported that the microcatheter was being used with a flow diverter stent in an unspecified procedure. After the first flow diverter stent was implanted, a second stent with the same microcatheter should be implanted. However, the physician noticed that the inner coating of the headway had come loose. The microcatheter was replaced and a new microcatheter was used and the operation was successfully completed. The patient did not suffer any damage and was reported to be doing well.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.